Manufacturer narrative:
Units will not be returned do to pt contact; MDR flowchart completed - not reportable. Complaint closed; as of this date, there are (B)(4) documented complaints, the complaint rate is (B)(4). On (B)(4) 2014: opened CAPA (B)(4) review 2012 complaints. Updated with the following details: the unit had made pt contact and was not received for eval. It is not possible to determine an assignable cause for this issue. There is insufficient info for a complete investigation. Completed and attached a current MDR decision flowchart. The DHR for lot 16412-07 was reviewed. The unit met mfg specs when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 3 units that stopped working. Failure possibly due to a broken electrode. Refer to CAPA (B)(4). A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
Intermittent on and off. All primers were perfect. Customer would like 4 replacement units. Should console be replaced as well.